Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
(B)(4). The recipient has reportedly healed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.